Event description:
A periodic review of the manufacturer's programming history database revealed a high impedance event observed on a patient's device. The device was interrogated multiple times and two system diagnostics were performed both indicating low output current delivered and high impedance. The device was disabled at this visit. Further follow up confirmed that the device was disabled at the same visit as when the high impedance was first observed. The patient's family affirmed that there was no manipulation or trauma to the vns site to their knowledge. An x-ray was performed to evaluate the condition of the lead. This was reviewed by the neurosurgeon who stated seeing no apparent fractures. It was noted that the patient was already planning to have a prophylactic battery replacement surgery due to the intensified follow-up indicator seen. The lead would be evaluated at the replacement surgery to determine if a revision is necessary. No lead revision surgery has occurred to date. No additional relevant information was received to date.